Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation. A friend or family member of the patient stated he helped the patient on sunday get stimulation, but on monday evening, it stopped. The patient had an appointment the day after this report. Additional information reported the patient saw his health care provider (hcp) and was educated on how to use the devices and charge them. The patient has had no issues since. The implanting hcp reported they had not seen the patient since the implant. If additional information is received, a supplemental report will be submitted.